Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that buttons are not responsive. Customer states pressing menu button does not take them to the menu screen and block mode is inactive. Customer states an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).